Event description:
It was reported that the device was used during a low anterior resection. The devices fired incomplete staple lines. The case was completed with hand sutures. The surgical time was extended by eight hours to complete the case. After discharge, the pt was readmitted to the hosp with a diagnosis of rectal abscess at the site of the anastomosis.